Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the issue. A vyaire field service representative (fsr) evaluated and calibrated the device on-site. All calibrations were successful. Ran an operational verification procedure (ovp) on the unit. The machine worked fine. The unit has a loud blower with a winding sound. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was showing vent inop error and whining sound coming from inside of the unit. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
(B)(4). The customer confirmed that the device will not be returning for further evaluation. Therefore root cause cannot be determined. However, the customer called tech support requesting an on-site evaluation and repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.